Event description:
Device issue: none. Adverse event: in-stent thrombosis/myocardial infarction. Time of adverse event: post procedure. It was reported in a maude event report: "volun 14-may-2010: on (B)(4) 2009, patient transferred from outlying facility with non-stemi. Placement of mult-link vision 3.5x15 in 95% proximal circumflex; mult-link vision 2.5x15 in om3; multi-link mini-vision 2.25x15 in 99% distal circumflex. The patient did well, discharged to home on (B) (6) 2009 on asp 325 mg, and plavix 75 mg qd. The patient returned to the ER here on (B)(6) 2009 with chest pain, stemi. To ccl emergently, films reveal that the distal circumflex stent is occluded at it's origin, thrombus present. The previously placed stents in the distal circumflex amd om3 were placed in a y-fashion. The distal circumflex was dilated 6 times with a 2.5x15 quantum maverick. The first posterolateral was dilated with a 2.0x20 apex. Previously placed stent in the origin of om3 dilated with 3.0x15 quantum maverick. Kissing balloon technique used to dilate om3 with 3.0x15 qauntum maverick and circumflex with 2.5x15 quantum maverick. Integrilin begun. Final films reveal 0% stenosis with timi iii in om3. Minor irregularity in distal circumflex. There was some question as to the patient's compliance with plavix at home." No additional information was provided.

Manufacturer narrative:
(B)(4). The mini vision 2.5 x 15 mm (part#1007823-15 lot# unknown) is being filed under the same manufacturer number. In this case, there was no reported product deficiency. The reported patient effects of angina, myocardial infarction (mi) and thrombosis, as listed in the product instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Additionally, angina mi, thrombosis, additional therapy/non-surgical treatment and further treatment with medications are addressed in the no-fault risk assessement as potential post-procedure complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturer, design or labeling.